Event description:
It was reported that the patient had a system error on their homechoice device through the night and has antibiotics in the bags, so is very distressed. There was no patient injury or medical intervention associated with this event. The patient was using ahb5288l dianeal pd-4 2.5% 6l and ahb5546 extraneal 7.5% 2500ml apd. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.